Event description:
It was reported that during a treatment procedure to place a 12 fr femoral titanium greenfield vena cava filter, placement difficulties were encountered. After deployment, the filter did not appear to be lying in concentric position in the inferior vena cava, therefore, another filter was placed in the internal jugular vein. No patient injuries or complications were reported.